Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, during preparation the physician was unable to extend the electrode needle beyond the introducer. The physician ensured the luer lock was secured properly and tried again, but the tip of the electrode still would not extend beyond the introducer. It was suspected that either the electrode cannula was too short, or the introducer was too long. The procedure was completed with another leveen coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure. It was initially reported that there was no physical issue noted to the device. This event has been deemed reportable based on the investigation results: insulation damaged.

Manufacturer narrative:
Exact patient age is unknown, but is over 18 years. (B)(4) for the investigation findings: insulation nicked/scraped. (B)(4) for the investigation findings: insulation stretched. Investigation results: visual evaluation of the returned device found the heat shrink on the introducer extended approximately 6.5 mm beyond the distal end of the cannula, which exceeds the specification of 1-3 mm. Multiple scrapes and nicks were found on the distal 2 cm of the heat shrink, which appeared to have separated from the distal end of the cannula. The needle tip extended approximately 1 mm beyond the distal end of the heat shrink. The condition of the returned device was consistent with the complaint that the physician was unable to extend the electrode needle beyond the introducer; the complaint was confirmed. The insulation on the introducer was damaged such that the distal end was stretched slightly, which prevented the electrode tip from exiting the introducer. As the issue was noted outside the patient during preparation, the most probable root cause for this event is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.